Manufacturer narrative:
Ez way received this information from a lawyer representing the family.

Event description:
Resident fell out of sling. Sling was not hooked up properly. Resident sustained l5 and l7 fracture along with a bad head bruise.